Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received result of 154 mg/dl on the aviva combo system and result of 61 mg/dl on professional device within 10 minutes. Low blood glucose symptoms were reported with these results. Customer self treated with a glass of grape juice. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.